Manufacturer narrative:
Unique device identification (UDI): (B)(4). The valve was returned for evaluation. Device history record - lot cnnck5, conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected, no defects noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problems at the time of investigation. The potential cause of failure for the problem reported by the customer could have been due to, biological debris and a buildup of protein, no issues were noted during the investigation.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a fractured lumbar catheter. It was replaced with a new certas valve and lumbar catheter (unknown setting). The fractured valve was implanted via l-p shunt. The implant date and initial setting were unknown.